Event description:
In 2004 a pt was admitted to the hospital with chest pains, upon testing an initial troponin value of 12 ng/ml was reported on the advia centaur. Subsequent testing in the following day yielded results of 6.7 ng/ml and 8.4 ng./ml, in addition a 1:2 dilution of the initial sample yielded a result of 0 ng/ml. All levels of quality control materials were within range. Other relevant test results were bnp = 282 pg/ml. On the 2nd day, bayer was notified by the hospital laboratory that the pt underwent an electrocardiogram and a cardiac catheterization due to the initial elevated troponin result on the advia centaur. There was no signs of myocardial infarction. The initial sample was sent for re-test to a bayer laboratory because the laboratory pathologist suspected heterophilic antibody interference. Further testing confirmed the observations at the hospital laboratory and a possible presence of a heterophilic antibody interferent. The instructions for use for the troponin assay on the advia centaur indicate heterophilic antibody interference as a limitation of the assay. For medical device reporting purposes this event is considered closed.